Event description:
It was reported that during the procedure, a capsular tear occurred requiring an anterior vitrectomy and intraoperative lens exchange. An anterior chamber lens was implanted successfully. This report refers to the pt's right eye. The pt was sent to a retinal surgeon and a pars plana vitrectomy was performed on (B)(6) 2012. The pt was prescribed eye drops. Please reference MDR #: 1119279-2012-00334 for the intraocular lens.

Manufacturer narrative:
The lens has been requested but was not returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.